Event description:
Initial reporter indicated that her son's "incision had not completely healed. Shortly after, he developed a blister at the incision site. They went back to the surgeon and sometime in july or august, the patient underwent revision surgery where the incision was closed with staples. She did not like the way the staples were placed as she thinks they were placed too far from each other and again, the incision did not fully heal and it developed another blister. She said that the surgeon used steri-strips during the initial implant surgery, and then he used staples for the revision surgery. The surgeon told the patient's mother that the patient's body is rejecting the implant and his vns device is going to have to be explanted. She does not want this to happen as her son is doing really well with vns therapy. His seizure frequency has decreased significantly. She thinks that it was the surgeon's technique that is causing the issue and not that the body is rejecting the implant." Good faith attempts are being made for additional information surrounding the event

Manufacturer narrative:
Device manufacturing records were reviewed. Vns therapy system lists infection as a potential adverse event; possibly associated with surgery. Review of manufacturing records on the lead and generator confirm, sterility prior to distribution.